Event description:
The international customer reported the ventilator alarmed due to a pressure sensor failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition failure. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Device service pending.